Event description:
On 5/14/03 the hospital received a technical service bulletin requiring all air in line test change from annually to once every 3 months. In addition the air in line test, which takes approximately 10 minutes must be done if the pump is mishandled, dropped, jarred, cleaned, case opened or the pump is serviced. The staff has put a process into place in order to comply with the requirements but feel it is an undue burden on staff.